Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient code: no code available ((B)(4)) used to capture the surgical intervention.

Event description:
The patient was revised to address instability and osteolysis.

Manufacturer narrative:
This is a duplicate report of 1818910-2018-75002. 1818910-2018-74927 is being retracted as it is report duplication. 1818910-2018-75002 will be kept for investigation purposes.